Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal did not unravel completely during removal process, causing the anastomosis to be damaged. A side biter clamp was used to complete the procedure. No other patient complications was reported.